Event description:
It was reported that the pod's needle deployed before the activation process could begin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was returned with the needle mechanism in the not deployed state with the needle cap still attached. The pod data shows the pod was deactivated after first prime and that the pod completed first prime in an expected number of pulses. The pod needle mechanism was successfully reset and deployed during the investigation. Investigation found that the pod could not have been deployed early as the needle mechanism would not be able to deploy twice. No problem was found.